Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a lobectomy, during the lung resection, the staples were malformed, and the black firing button had broken off. No further details were provided. Patient status was unspecified.